Manufacturer narrative:
Meter and strips involved in incident were not returned for investigation. Retain strips of specified lot were tested with qs meter and passed testing with no failures detected. If customer returns any complaint products, products will be tested and a follow-up MDR will be filed.

Event description:
Cvp10v00397. Meter was purchased in (B)(6) 2022. Lot un28bbrhf - (B)(6) 2024 - 100ct. Caller stated that meter had been giving incorrect readings and noted that the readings appeared to be of a normal level, so the patient continued with his normal routine. On the day of the incident, the patient was exhibiting symptoms of low blood sugar, so 911 was called. Because he was low, he ate some sweet foods before the paramedics arrived to get his blood sugar back up. The paramedics checked his levels with a blood glucose test, and they received a reading of 79 with their meter, but the classic meter read 115. Checked glucose readings again in the ambulance and they gave him a glucose drink to get his blood glucose level back up. The ambulance took him to the hospital for further treatment. They did lab work at the hospital. He ended up vomiting at the hospital and received further treatment until he was stable enough to go home. Replaced meter, strips, sent control solution and return label.